Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device change. Upon interrogation, low r-wave sensing amplitude and noise oversensing on the right ventricular (rv) lead were observed. The patient is not pacemaker dependent. No intervention was made. The patient was discharged home. The patient was stable and being monitored.